Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed tip of the screw was broken, remnants were not observed on the picture, threads of the screw appear to be deformed the observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 1.5mm rapid resorbable cortex screw 6mm- would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: product code: 806.004.02s, lot number :350l362, release to warehouse date: 28 .nov .2024, manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified.

Event description:
It was reported that during the surgery, when insert the screw, the screw broke. All the pieces were removed from the patient. Changed another screw to continue the surgery. The same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.